Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify the reported issue. Physio replaced the device's system pcb to resolve the reported issue. After proper device operation was observed through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would not complete its initial boot-up cycle. In this state defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.